Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 504 pulses and completed an immediate bolus before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in the needle failing to deploy.

Event description:
It was reported by the patient that the pod's cannula did not deploy as intended, indicating a needle mechanism failure. The pod was not worn. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.2 cgm sensor type: g6.